Manufacturer narrative:
(B)(4). This is 2 of 2 reports where the patient was hospitalized for dka due to inaccuracy that occurred two separate times. Please see related record (B)(4). Voluntary MDR/medwatch report number mw5189074 diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
A voluntary MDR/medwatch report was received on 06/18/2026. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The date of the event is an approximation. According to information received via maude, the patient alleged that two separate sensors did not function as intended and resulted in two hospitalizations for diabetic ketoacidosis (dka). This complaint pertains to one of those events. The event reportedly occurred an unspecified number of days after sensor insertion at an unknown wear location. The patient was contacted on 06/26/2026 regarding the reported event, which she stated had occurred approximately two years earlier; however, she was unable to recall the exact date. The patient reported a history of type 1 diabetes since age 15 and stated that she had been using the dexcom g7 cgm for several years. She indicated that, for an extended period, she relied primarily on cgm readings for glucose monitoring and typically performed fingerstick blood glucose (fsbg) testing only when the cgm reading appeared inconsistent with how she felt. The patient also reported a history of diabetic neuropathy related to her long-standing diabetes. The patient stated that she began performing more frequent fsbg testing to verify cgm readings. She reported a history of two dka-related hospitalizations but was unable to provide the dates of hospitalization, details of the events, associated cgm readings, blood glucose values, fsbg measurements, treatments received, or the circumstances leading to the hospitalizations. No specific cgm readings, blood glucose values, fsbg results, symptoms, treatments, or patient outcomes associated with a reportable event were provided during the call. The patient expressed general concerns regarding cgm accuracy and requested further investigation of the reported issues. The patient reported taking routine medications, including alprazolam, carisoprodol, metoprolol, novolog insulin, quetiapine, rosuvastatin, synthroid, occasional advil, tylenol, and a multivitamin. It was also noted that the patient uses an omnipod 5 insulin pump for insulin delivery. The call was disconnected before additional information could be obtained, and the patient requested a callback at a later time. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.